Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose ranged between 414mg/dl-518mg/dl; treated with carbs. The customer stated they treated with a bolus, and then was unable to treat at a later time due to having enough insulin on board. The customer stated they will be contact their health care provider and will call back to continue troubleshooting.